Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that settings not available was appearing on the controller. Agent reviewed screen meaning with the caller. Caller said that the stimulation wouldn't increase at all. The therapy was on group b. Caller said that the pt had groups a, b and c available. Caller tried switching to group a, however the device kept going back to group b. Caller switched to group c. Caller saw that the stimulation was off and that settings not available appeared. Caller was then able to switch to group a. Caller was able to increase the stimulation on group a. Caller said that they met with a rep the other day and the device didn't last but two days and the same message started up again. Caller said that settings not available first started appearing last sunday. Caller said that they saw the rep on tuesday or wednesday and that the device was working after they met with the rep, however the device quit working again last night. The issue was not resolved. The reason for call was caller reported that they are getting a message that says cannot provide desired intensity settings. Caller stated the controller is doing the same thing as the last controller they had. Caller mentioned on group b they are getting a no device found message as well. Agent reviewed the meaning of the message with the caller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received, it was reported the representative noted no issue with changing groups when they spoke to the patient. The cause of the event was unknown. No actions were taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.